Event description:
It was reported that at a regular follow-up appointment, a substantial decrease in the battery longevity was noted and the device was in elective replacement indicator (eri) mode. It was alleged the device had prematurely depleted. The physician elected to surgically explant and replace the device to resolve the event. When connected to the new device, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>200 ohms). It was alleged the rv lead conductor had fractured and the physician elected to disable the rv lead through reprogramming. No additional adverse patient consequences were reported. The device was received for analysis.. The rv lead remains implanted.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that at a regular follow-up appointment, a substantial decrease in the battery longevity was noted and the device was in elective replacement indicator (eri) mode. It was alleged the device had prematurely depleted. The physician elected to surgically explant and replace the device to resolve the event. When connected to the new device, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>200 ohms). It was alleged the rv lead conductor had fractured and the physician elected to disable the rv lead through reprogramming. No additional adverse patient effects were reported. The device was subsequently received for analysis. The rv lead remains implanted.

Event description:
It was reported that at a regular follow-up appointment, a substantial decrease in the battery longevity was noted and the device was in elective replacement indicator (eri) mode. It was alleged the device had prematurely depleted. The physician elected to surgically explant and replace the device to resolve the event. When connected to the new device, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>200 ohms). It was alleged the rv lead conductor had fractured and the physician elected to disable the rv lead through reprogramming. No additional adverse patient consequences were reported. The device is expected for analysis, but has not yet been received. The rv lead remains implanted.